Event description:
During a robotic hysterectomy case, the surgeon found the pk dissecting forceps endowrist instrument to be faulty. On further inspection, the wires that control the instrument broke. The abdomen was surveyed by surgeon and pa; it was confirmed no foreign bodies were left in patient abdomen. It was also noted that out of the 10 uses of the pk dissecting forceps, there were 2 uses left.manufacturer response for pk endowrist dissecting forceps, pk endowrist dissecting forceps (per site reporter).device was returned for their quality review. They will respond with their results.what was the original intended procedure?robotic assisted hysterectomy.